Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject device was inoperable. There was no patient involvement.

Event description:
It was reported that during reprocessing, the subject device was inoperable. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "camera inoperable" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test and a slice on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified for the customer reported malfunction since the problem was not duplicated. The device failed a leak test likely due to the slice on the cable. A definitive root cause could not be identified for the slice on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.